Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4). Implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had difficulties charging. The patient had previously received replacement charging wand and controller. They had worked for a few months, then the patient had trouble charging again. The patient received a replacement controller (B)(6) 2019. Both times she had received replacement equipment, the replacement equipment had previously been used. The patient was upset because her insurance paid for the implant and system. Then, the device had problems due to manufacturer defect or quality issues. She felt the equipment should have been replaced with new equipment since her equipment had stopped working and she had to be in pain while her fairly new stimulator system did not work. The controller that was shipped to the patient and arrived on (B)(6) 2019 did not solve the charging problem. When she moved the cord around on the charging wand, sometimes her controller would find her battery and start to charge, however, most of the time the controller would not find her battery. The patient reports no change in health status, no falls, etc. Implant depth is within recommended guidance. The patient states that she keeps her equipment indoors and put away. She has no pets or other people in the house who could have damaged her equipment. The manufacturer representative (rep) had a donated controller and charger that were in good condition. The rep gave these to the patient and the patient was able to charge without a problem. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type: recharger. Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient stated that a full charge used to last them an entire day. They stated that now with the same settings they were having to charge twice a day. They stated that sometimes when they checked their controller, the stimulation would be off unexpectedly. There were no external factors found that may have contributed to the issue. The rep met with the patient today. They reported that their impedances were normal and attached an image of the impedance results. They stated that they calculated their recharge interval at their current settings and it was 2.0 days. The patient recharge history was reviewed and attached as well. Patient services had sent the patient a new charging wand, but this did not help the reported issue. The rep also stated that they were getting different readings than what the patient was getting on their controller. The rep requested that a replacement controller be sent to the patient. The patient later called back and was transferred to the repair team. The issue was not resolved. It was noted that there was no known change in medi cal/pain/injury history. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Event date year (2019) valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller was charging twice a day and it took forever to recharge. They had trouble with the device and they charged the ins more often and it was taking longer to charge. They used to charge once a day, but suddenly they had to charge in the morning and at night. Sometimes the ins was in the red zone by 5 or 6 pm. The caller reported that it was taking longer to charge and the issue had been ongoing. That morning it took over an hour to get the ins to 30%. The recharger was charging at excellent or good, but the implant wasn't charging past 30%. The controller was at 60% and the ins was at 30%. The caller had not been recently reprogrammed and hadn't increased parameters. They reviewed they were at 4.8 or 4.9 with hd programming, but no reprogramming occurred at the time of the recharging changes. The patient was at charge speed level 4. It was also reported that therapy was turning off by itself. They reported that the ins turned off without rhyme or reason. They were set with hd setting to not feel stimulation, but their back told them when it wasn't working because their back pain increased. The patient would use the controller and check the ins and noted that stimulation was off. There was no pattern determined regarding when the ins would turn off. It happened when standing, laying, outside, or anytime. They stated that the issue was potentially in the evenings and occurs when they are inside or outside. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and manufacturing representative and it was reported that the cause of the ins turning off on its own was due to a faulty cable and controller and the issue was resolved. It was then reported that after giving the patient a few days with the controller the rep clarified that they used the clinician programmer to calculate the recharge interval at 2.0 days. They pulled up the recharge history and showed the patient their recharge dates, times, duration, and charge percentages. The patient reported that a full charge wasn't lasting 2 days, but less than a full day and the reported beginning and ending percentages shown on the report were not what the patient remembered seeing on their controller. The beginning ins charge were often higher on the report than what the patient saw on the controller. The complaint was not resolved. The patient stated they were getting 2 full days out of a full charge. When they charged in the evening and checked the ins level in the morning it showed 80% instead of 30% that showed prior to replacement of the controller. The patient was satisfied and the recharge interval matches the calculated value. The complaint was resolved and on (B)(6) 2019, the rep noticed that cycling was enabled and they explained the benefits and ramifications of the feature. This explained the stimulation turning on and off by itself. No further complications were reported or anticipated.